Manufacturer narrative:
Additional information was received that mechanical ventilation was still working and available during the reported issue. This was not a reportable malfunction.

Manufacturer narrative:
The flow control valve was replaced to resolve the reported issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4).

Event description:
The ge healthcare service representative reported a flow control valve failure that causes a loss of mechanical ventilation. There was no report of patient involvement.